Event description:
The reporter indicated that her hand held device would no longer function on the main battery supply, which required the device to be constantly plugged into the wall out. The product was returned to the manufacture and an analysis of the device revealed the presence of a broken solder connection on the device's printed circuit board. The broken solder connection prevented the device's main battery from making adequate electrical contact with the printed circuit board, which caused the device to not only lose main battery power during operation, it also prevented the device from charging the main battery while on ac power. Once the solder connection was repaired, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.